Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, delivery accuracy issue was noted. Reported that the cassette reservoirs was received with drug remaining in it. It was also reported that 13.5mls came from a cassette containing 96.6ml and there was a 5 percent overfill of 4.6mls, which leaves 8.9mls resulting in a 10 percent difference. No reported adverse effects.